Manufacturer narrative:
The ge healthcare service representative repaired the unit by replacing the damaged micro switch. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed for auto ventilation failure. There was no patient involvement.